Event description:
It was reported that high impedance was detected on the patient's device through system diagnostics. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient underwent a full revision due to high impedance. The surgeon commented that the lead was not on the actual left vagus nerve. Instead, he believed that it was implanted on the left ansa. He also indicated that the lowest electrode appeared to have been at least slightly displaced and that it appeared to be more stretched out instead of in a coil pattern. The suspect product was received by the manufacturer for analysis, but analysis has not been completed on the device to date. No further relevant information has been received to date.

Event description:
Product analysis on the returned generator was completed. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Product analysis was completed on the returned lead and identified breaks in both positive and negative lead coils at the electrode bifurcation. Scanning electron microscopy images of the positive and negative coil breaks show that corrosion occurred at the break locations. Due to this, the fracture mechanism of the lead coils couldn't be ascertained. There was also an abraded opening in the outer tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.